Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of an unspecified personal injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted during a robotic colpopexy with a non-boston scientific mesh, lynx retropubic midureteral sling, and cystoscopy procedure performed on (B)(6) 2016, for the treatment of cystocele, enterocele, and stress incontinence. Throughout the procedure, there were no complications. As the patient's attorney reported, the patient has experienced an unspecified injury.